Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and replaced the executive processor board and performed 30 psi calibration, and high and low pressure tank calibration. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, cardiosave iabp suddenly generated a loud and continuous alarm sound. All waveforms on the screen were flattened and the unit displayed "internal communication failure" message. All cables, cords, leads, and plugs were properly in place and patient¿s status was unchanged. The staff turned the unit off and back on and the iabp resumed normal function shortly after. The iabp therapy continued without incident. It was suggested to the customer to switch out the iabp unit when and if cleared with the doctor and to have the initial iabp serviced. It was later reported that the patient experienced severe chest pain during the event. The patient was given morphine and was without pain within one hour. The nurse stated that they are unable to determine whether the adverse event was attributed to the iabp.

Manufacturer narrative:
The date of the initial emdr was incorrectly reported. The correct date should have been reported as dec. 02, 2018 opposed to dec. 04, 2018. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and was unable to reproduce the reported failure. However, the stm opted to replace the executive processor board as a precaution. The stm then performed 30 psi calibration, and high and low pressure tank calibration. All calibration, functional and safety tests were performed and passed per factory specifications. The iabp unit was returned to the customer and cleared for clinical service.

Manufacturer narrative:
Corrected DHR statement: the production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that during use on a patient, cardiosave iabp suddenly generated a loud and continuous alarm sound. All waveforms on the screen were flattened and the unit displayed "internal communication failure" message. All cables, cords, leads, and plugs were properly in place and patient¿s status was unchanged. The staff turned the unit off and back on and the iabp resumed normal function shortly after. The iabp therapy continued without incident. It was suggested to the customer to switch out the iabp unit when and if cleared with the doctor and to have the initial iabp serviced. It was later reported that the patient experienced severe chest pain during the event. The patient was given morphine and was without pain within one hour. The nurse stated that they are unable to determine whether the adverse event was attributed to the iabp.